Manufacturer narrative:
Citation: schaefer, a. Md et al. Transcatheter aortic valve implantation in patients with concomitant mitral valve stenosis: hemodynamic considerations and clinical outcomes. Thoracic and cardiovascular surgery. (2017). 65(s 01): s1-s110. Doi 10.1055/s-0037-1598667. Earliest date of e-publish/publish used for event date.   No unique device identifier (serial/lot) numbers were provided; without this information, it cannot be determined whether this event has been previously reported. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature review regarding transcatheter aortic valve implant with concomitant mitral valve stenosis. All data were collected from a single center between 2010 and 2015. The study population included 42 patients, 4 of which were implanted with a corevalve. Serial numbers were not provided. The study population was predominantly female; mean age 81.8 ± 5.7 years. Among all patients adverse events included: stroke and permanent pacemaker implant. Based on the available information, these events may have been attributed to a medtronic product. However as multiple manufacturers were noted in the literature, a direct correlation could not be made between the observed adverse events and the medtronic product. No additional adverse patient effects or product performance issues were reported.